Event description:
Additional information: the patient was transplanted on (B)(6) 2016.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the lvad system experienced pump stoppages. The patient went to the clinic and a red heart alarm occurred when the system controller was connected to the power module via a patient cable. The system controller was exchanged. The x-rays were reviewed by the manufacturer's technical services representative, and slight shield breakdown on the internal portion of the driveline was identified. Continuity testing was performed, which did not show a broken wire. After reviewing the options and discussing the risks of each, the hospital opted not to proceed with the percutaneous lead (driveline) replacement. The patient will remain on an ungrounded patient cable. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The pump was returned with the driveline severed approximately seven inches from the pump housing, and the severed portion of the driveline was returned. No damage to the outer silicone jacket or bionate cover was observed. Electrical continuity testing did not reveal any discontinuities in either portion of the driveline. Upon removal of the outer silicone jacket or bionate cover, breakdown of the metal braided shielding was observed from approximately 9-12 inches from the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the orange wire approximately 10 inches from the pump housing. The remaining wires were submerged in a saline bath for high-potential testing and the test revealed an area of current leakage through the insulation of the yellow wire approximately 10 inches from the pump housing. The compromise of the orange and yellow wires appeared to be consistent with abrasion damage due to repetitive movement of the wires at this location. The underlying conductors of both wires were exposed as a result of the insulation breach. The reported pump stoppage events could have occurred as a result of the exposed conductors of either wire contacting the braided shielding while the device was supported by the power module. The alarms could have also resulted from the exposed conductors of the orange and yellow wires directly contacting each other or simultaneously contacting the metal braided shield while the device was supported by either battery power or the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.